Manufacturer narrative:
Initial evaluation based on information provided by the customer suggests that the main power board needs to be replaced to fix the centrifuge. A beckman coulter field service engineer (fse) has not been dispatched to the customer's site to evaluate the instrument. The customer has not made a determination at this time on whether they would like the instrument to be serviced or replaced. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported smoke coming from the allegra x-22 centrifuge and that the main board was "fried". The customer did not observe any flame or fire associated with this event. The fire department was not called and there was no injury or death associated with this event. The allegra x-22 centrifuge is a medical device but the associated main power board is also used in the allegra x-30 centrifuge which is a registered medical device.